Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Additional information received clarified that the procedure was completed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that during a procedure, the laser fiber was placed on the drape of the patient without the laser, and it ignited from there. The laser was turned on and the footswitch had not been stepped on. There was no patient injury and no staff injury. The procedure was completed.

Event description:
It was reported that during a procedure, the laser fiber was placed on the drape of the patient without the laser, and it ignited from there. The laser was turned on and the footswitch had not been stepped on. There was no patient injury and no staff injury. The procedure was completed.

Manufacturer narrative:
G2 report source: correction - japan h6 device code: correction - break the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Additional information received clarified that the procedure was completed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that during a procedure, the laser fiber was placed on the drape of the patient without the laser, and it ignited from there. The footswitch had not been stepped on. There was no patient injury. The procedure was not completed due to this event. This event is being reported for aborted/cancelled procedure with or unknown sedation.